Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was female urinary stress incontinence. ­­­­­­­­­the procedure performed was pubourethral sling. (B)(6) 2011 - ov for fecal incontinence and abdominal pain. Hemorrhoids causing pain, itching and burning. (B)(6) 2017 - ov to follow up her colonoscopy. Patient admits to pain relating to the reason for office visit. Patient is still having bowel dysfunction and gas. Past medical history: lupus, rectal prolapse, seasonal allergy and cholelithiasis. Past surgical history: anterior resection and rectopexy for rectal prolapse in 2000. Social history: smokes 3/4 pack per day, denies alcohol use, smoking 1 1/2 ppd. Allergies: wellburtrin xl (critical).